Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update: 14 dec 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty walking and trouble performing normal daily activities. After review of medical records for the MDR reportability, patient was revised to address periprosthetic right femur fracture. Operative notes reported of fracture hematoma and the ball was knocked off the proximal aspect of the femoral prosthesis and there's no bony ingrowth into the implant proximally. It was also reported of coronal split in the greater portion of the fracture in addition to the subchondral split. It was reported that there was difficulty in releasing the distal aspect of the stem. Radiographs demonstrated a displaced fracture with what appeared to be loosening of the stem proximally. There is no laboratory result for the alleged toxic metal ions. Product codes and lot numbers provided. This complaint was updated on jan 3, 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.